Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+1.5/169 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to patient complained of halos and the problem was resolved. The patient is happy. The cause of the event was unknown.